Manufacturer narrative:
Event eval: this event is still under investigation.

Event description:
Additional info was received in late 2008: physician was having difficulty accessing the renal pelvis. He left the needle in place to maintain position, pulled back the wire, and again the wire was segregated off into the renal area. He was unable to gain access and so the part of the wire was left in the pt. The pt will have a follow up with dr. Holmes in 3 weeks. The physician was not too concerned about the pieces of wire in the kidney area, and will inform cook if any changes have accrued.